Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, cloudy effluent and blood in drain bag coincident with peritoneal dialysis therapy. The cause of the event was unknown. The next day after onset, the patient was hospitalized for the event. The following day, the patient began treatment with cipro (intraperitoneally, every eight hours, for five days, dose not reported) for peritonitis. Six days later, the patient was treated with cipro (19 pills, dose, frequency and duration not reported) for peritonitis. Seven days after being hospitalized, the patient was discharged. The hp has recovered from peritonitis. No additional information is available. This is report 2 of 4.